Event description:
It was reported to medtronic minimed that the pump was exposed to moisture and received a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer also reported that the functionality was affected. Troubleshooting was performed for fluid in the pump, and the customer reported that the fluid was under the battery compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display noted. Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Critical error handling pump error 35 alarm (line number: 850932) on (B)(6) 2025 19:02:49.000 was found on the detail trace file. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The p-cap locks properly into the reservoir compartment. Perform the history review 1 week prior to the event date 14-sep-2025 in the pump history file and found. 1 low battery alert (104) on (B)(6) 2025 16:42:00.000, 2 lost sensor alert on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025 and 1 lost sensor alert on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 1:48:58 am. There was no power data available for the date on (B)(6) /2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba1, corroded pcba2 and corroded force sensor. No damage noted on the motor. Unable to perform the required testing due to critical pump error (open book image) alarm. Display anomaly-blank display not confirmed. Alarm-aa99-critical pump error (open book image) alarm confirmed due to alarm-a338-pump error 35. Alarm-a338-pump error 35 confirmed due to corroded force sensor. Damage-moisture confirmed. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.